Event description:
Consumer called to report daughter is having low readings and then retesting and getting very different results. Analysis run on clark error grid using mean average readings (166) vs. Bd readings of (32, 300) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.